Event description:
Complainant alleged that the clinician was responding to a "code blue" call for a pt who was in cardiac arrest. The pt was connected to the device, in preparation to monitoring, and the unit was turned "on". The nurse then heard "a click and saw a flash of light across the screen and then the screen went blank." The device owuld not power up in either battery or ac mode. The clinician was able to obtain another device to monitor the pt. "Code ended after 39 mins. Pt pronounced dead." The complainant indicated that the reported malfunction "probably did not" contribute to the pt outcome. Please reference the user medwatch report number 050103-00-0001.